Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6)2023. The patient's blood glucose levels reached 31 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hypoglycemia, a seizure, and low heart rate. The patient was treated with IV insulin, IV fluids, and a blood thinner. The patient was prescribed baqsimi nasal spray to treat low blood glucose levels. The patient had their target glucose levels changed due to this event. The patient was released on (B)(6)2023. The pod was removed at the hospital. The patient has discarded the pod.